Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 138 mg/dl (aviva combo) and 52 mg/dl (aviva plus). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.